Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
"Patient had a massive heparin resistance,ffpx2 was given on the anaesthetic side and copious amounts of heparin.eventually act of over 600sc was achieved and cardiopulmonary bypass was initiated.there was no stagnant blood in the reservoir whilst getting the act to rise just to clarify. As cpb was initiated there was an arterial cannulation problem and we could not achieve more than 30% flow. Cpb was stopped to amend the cannula issue.as minutes passed, the colour of the lines did not appear as bright as usual, the po2 on the inline monitoring started to drop.the oxygenator was changed out, no further problems." (B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The product was returned but was not investigated in the complaints lab because the device may contain biological residue of who risk group 4 such as avian flu, hepatitis c etc. Which may be infectious. Therefore, no laboratory investigation could be performed by the manufacturer. Thus, the failure could not be performed. Most possible root cause could not be determined. Trend search was performed (material 70105.3616, failure code 0307 performance gas flow) which came to following results: 0 additional complaint was recorded which appears reported issues are the same since the last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated: 0,1%, which is below 1%. Due to this information no systemic issue could be determined. Trend search also performed based similar product group. No additional complaint was found in the last 12 months. At this time no similar complaint investigated was found which could led to the confirmation of the failure and / or a product related malfunction. The information obtained so far not sufficient to confirm the complaint. Thus, the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiation will be completed at this time.

Event description:
Ref.(B)(4).